Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a out of range lead impedance warning. The implantable pulse generator (ipg) was reprogrammed. However, the lead impedance warning continues. Both the ra lead and ipg remains in use. No patient complications have been reported as a result of this event.